Event description:
A trilogy ev300 ventilator was returned to the manufacturer service center for an allegation of service required alarm while in use by a patient. There was no allegation of harm. During the evaluation of the device at the manufacturer service center, an error code (press_sensor_mismatch) was found in the ventilator's downloaded error log. The device had white dust covering internal components. The flow sensor was contaminated internally. The device could not pass pneumatic testing or fio2 proximal portion. The fio2 readings were low when set to 60% o2. The technician advised of possible internal flow sensor contamination/failure due to environmental debris in relation to the recall - fsn 2023-cc-src-003. There was no correction at this time. The technician suggested further testing and potential component replacements. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.